Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 436784-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("vaginal discharge"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), alopecia ("hair loss") and migraine ("migraines"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, dysmenorrhoea, abdominal pain, vaginal discharge, cystitis, vaginal infection, fatigue, alopecia and migraine outcome was unknown. The reporter considered abdominal pain, alopecia, cystitis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, vaginal discharge and vaginal infection to be related to essure. The reporter commented: she received treatment for dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), general abnormal bleeding, vaginal discharge, bladder infection and vaginal infection. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: essure confirmation test(s) (unspecified)- unknown.. Lot number reported ( 436784) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-nov-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 436784) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("vaginal discharge"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), alopecia ("hair loss") and migraine ("migraines"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, dysmenorrhoea, abdominal pain, vaginal discharge, cystitis, vaginal infection, fatigue, alopecia and migraine outcome was unknown. The reporter considered abdominal pain, alopecia, cystitis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, vaginal discharge and vaginal infection to be related to essure. The reporter commented: she received treatment for dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), general abnormal bleeding, vaginal discharge, bladder infection and vaginal infection. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: essure confirmation test(s) (unspecified)- unknown. Most recent follow-up information incorporated above includes: on 29-oct-2020: mr received : reporter, lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain'). In an adult female patient who had essure (batch no. 436784-not valid), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmennorhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("vaginal discharge"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), alopecia ("hair loss") and migraine ("migraines"). The patient was treated with surgery (total laparoscopic hysterectomy, with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, dysmenorrhoea, abdominal pain, vaginal discharge, cystitis, vaginal infection, fatigue, alopecia and migraine outcome was unknown. The reporter considered abdominal pain, alopecia, cystitis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, vaginal discharge and vaginal infection to be related to essure. The reporter commented: she received treatment for dyspareunia (painful sexual intercourse), dysmennorhea (cramping), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), general abnormal bleeding, vaginal discharge, bladder infection and vaginal infection. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure: on (B)(6) 2010, essure confirmation test(s) (unspecified): unknown. Lot number reported ( 436784) is not valid. Most recent follow-up information incorporated above includes: on 4-nov-2020, update of information (batch is not valid). Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmennorhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("vaginal discharge"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), alopecia ("hair loss") and migraine ("migraines"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, dysmenorrhoea, abdominal pain, vaginal discharge, cystitis, vaginal infection, fatigue, alopecia and migraine outcome was unknown. The reporter considered abdominal pain, alopecia, cystitis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, vaginal discharge and vaginal infection to be related to essure. The reporter commented: she received treatment for dyspareunia (painful sexual intercourse), dysmennorhea (cramping), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), general abnormal bleeding, vaginal discharge, bladder infection and vaginal infection. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2010: essure confirmation test(s) (unspecified)- unknown. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received. Product indication updated. Essure explant date added. Previously reported ¿injury to herself¿ was updated to pelvic pain. Events- general abnormal bleeding, dyspareunia (painful sexual intercourse), dysmennorhea (cramping), abdominal pain, menorrhagia (heavy menstrual bleeding), vaginal discharge, bladder infection, vaginal infection, fatigue, hair loss and migraines were added. Lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.